Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA: 3800040000-2022-8011. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin was placed by the surgeon and when he went to remove it, it fell out. The team was unable to locate the pin on the sterile field at that time and thought it may have fallen by the leg positioning plate. The surgeon was confident that it was not in the patient. During closure, the tech asked the team if they were able to locate the pin and told them they would need to find it before the end of the case. The surgeon was still confident that it was not in the patient. The room was searched and found the pin on the floor. When they inspected it, they found that half of it was broken off. They escalated her concern to the pa and surgeon. An x-ray was taken and the broken piece was visualized in the tibia. It broke off far enough into the bone that it could not be seen without x-ray and would cause more patient harm if it was removed. The surgeon left the broken piece of the pin in place and patient was transported to pacu. While it would have been helpful to find the missing piece of the pin that broke off in the bone sooner, it would not have changed the treatment for the patient. Attempts have been made and no further information has been provided.

Event description:
It was further reported that the patient has no required any further medical intervention. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the unit as broken. The complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.